Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for issues related to diabetes but stated that it was not due to high or low blood glucose. Customer reported that she needed to return the insulin pump and that she had not worn it for three due to not having supplies. The blood glucose reading was 78 mg/dl. Nothing further was reported.